Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for out of range hv lead impedance was observed. No out of range measurements was seen on trends or when tested in clinic. It was suspected that the cause was interference between the hvli check, the p/r wave measurements and the negative hysteresis being programmed on. The patients condition was good and will be monitored.